Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: the device related to the reported event of capsular contracture and rupture was received on july 18, 2024, with lot number 2291748. Based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe since it is not related to the device. Rupture: no observed. As per the investigation procedure deformation and crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare provider reported a right side capsular contracture baker grade I capsule (soft, no visible deformity, no palpable deformity) and scarring. Company representative and healthcare provider later additionally reported a right side rupture. The device has been explanted.